Event description:
During set-up of the oxygenator the water port broke off the heat exchanger and nonsterile water entered the sterile field. This occurred prior to surgery. The patient had to be redraped and the oxygenator replaced. There was no patient injury.